Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms which subsequently found out to be fractured. This lv lead was surgically abandoned and capped and was replaced. No additional adverse patient effects were reported.